Event description:
It was reported that during the pulmonary vein isolation with farapulse procedure to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that air was noted in sheath. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E.1.: initial reporter phone number is (B)(6). Reported here as phone number exceeded character limit for designated field.